Event description:
On (B)(6) 2022, the patient underwent surgery to install the digit widget external fixation system, concurently with a hip replacement. Surgeon reported patient bent the fixation pins while turning over in bed the same night as surgery. Two weeks post operatively the patient developed a pin site infection. Device was removed and antibiotics were prescribed.

Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.